Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was completed by using the wired footswitch. It was reported to philips that system did not trigger x-rays when the wireless footswitch was pressed. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the wireless footswitch was turned on and had battery power, operator controls test showed that the system did not register the footswitch pedals, despite the wi-fi symbol indicating that the footswitch was connected. Upon further inspecting the wireless base station in the table, the engineer noted that it had power, but the 'rf comm' led was not lit. To resolve the issue, fse paired the wireless base station with the footswitch again and confirmed that the 'rf comm' led began blinking and rebooted the several times. After repairs the device returned to good working order. An update has been made to the instructions for use regarding the charging and handling of the wireless footswitch. It is now necessary to keep the wired footswitch continuously connected. Consequently, as outlined in the sequence of events, utilizing an alternative footswitch or hand switch allows the procedure to proceed with little to no interruption, and any malfunction is unlikely to result in death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not trigger x-rays when the wireless footswitch was pressed. The system was in clinical use at the time of the reported event and the procedure was completed using a wired footswitch. There was no reported patient or user harm. Philips has started an investigation of this complaint.